Manufacturer narrative:
Information references the main component of the system and other applicable components are:: product ID: 37601, product type: implantable neurostimulator. (B)(4).

Event description:
A healthcare professional of a patient whose indication for use is essential tremor reported via a company representative that the patient's ins ( implantable neurostimulator ) battery was draining too quickly. The ins battery lasted only two years. It was also reported that the patient was complaining of premature battery depletion for both of her ins(s) that she had implanted and she was unhappy. The patient had left ins implanted on (B)(6) 2011 and right ins implanted on (B)(6) 2011. It was indicated that the ins battery was replaced in (B)(6) 2014 and should still be working. The ins displayed eri message at 2.62 v on (B)(6) 2014 and battery usage at 72% programming. The patient was not turning it off for the night before replacement. The patient had the following settings prior to battery replacement on (B)(6) 2014: left vim thalamus, polarity: case (+) and 1 (-), amplitude: 3.4 v, pulse width: 100 mcs, rate: 185 hz, therapeutic impedance:723 ohms, 4.642 ma, right vim thalamus: polarity: case (+) and 9 (-), amplitude: 2.8 v, pulse width: 110 mcs, rate: 185 hz , therapeutic impedance 784 ohms, 3.496 ma, stim on: yes. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.